Manufacturer narrative:
E1 (B)(6). E2 yes. E3 physcian. H3 - type of investigation code: 10- device evaluation: the lens was returned in liquid within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within original values. Claim (B)(4).

Manufacturer narrative:
Claim (B)(4). H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found.

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated with low vault. At a later date the lens was exchanged for a longer length lens. Cause of the event was reported as unknown. The problem was resolved.

Manufacturer narrative:
Claim (B)(4).